Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and ams sparc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2007 the patient underwent a gynecological procedure in order to treat symptomatic cystocele and urethrocele with stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that the patient underwent cystoscopy and mesh removal on (B)(6) 2009 for erosion, dyspareunia and in part due to physician recommendation. The mesh was found positive for mrsa. It was reported that the same physician excised mesh on (B)(6) 2009 for erosion and infection and in part due to the recommendation of the physician. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and ams sparc was implanted.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.